Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a lithotripsy for cholelithiasisis of the lower bile duct with an electrohydraulic lithotripsy (ehl) autolith probe procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the ehl probe was unable to move forward or backward in the spyscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Correction - block d4 (catalog number): corrected from 1759-02 to 4661. Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. The catheter demonstrated signs of use in the form of elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An autolith ehl probe was passed down the working channel. The device was able to be passed though the scope when the catheter was straight and when the catheter was articulated. An image assessment was performed. Upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. No issues were observed with physical connectivity of the device. The device was fully articulated in all directions; no issues were identified with the image; no issues were identified with the image. Real-time x-ray was used to image the distal tip, including the through-silicon vias (tsvs), redistribution layer (rdl), and camera wires. No damage was observed to the camera wires or working channel at or inside of the camera housing/cap. In the handle, no damage was observed to the printed circuit board (pcb) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No abnormalities were noted on the glue feature (see image #8 in the report). The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. The reported event was not confirmed. Upon analysis, it was unable to replicate the failure or identify any issue that could have caused or contributed the reported event. It is possible that procedural factors, such as user handling of accessory devices, could have contributed to reported issues with advancement of accessories. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a lithotripsy for cholelithiasisis of the lower bile duct with an electrohydraulic lithotripsy (ehl) autolith probe procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the ehl probe was unable to move forward or backward in the spyscope. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.